Event description:
Per the clinic, the patient experienced induced dizziness. The patient underwent revision surgery (specific date not reported) to re-insert the electrode array into the cochlea. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.